Manufacturer narrative:
(B)(4).

Event description:
The pt had an increase in seizures when the medication "got low in the pump." The expected residual volume was 1.5 ml. The pump was refilled and programmed on (B)(6) 2011. The medication being delivered via the device was lioresal 500 mcg/ml at 120.07 mcg/day. Additional information has been requested, a f/u report will be sent if additional information becomes available.